Manufacturer narrative:
Section b2: additional information: section h3: corrected information. Device evaluation: the pump remains implanted and the patient remains continues on vad support with no further related issues have been reported at this time. A segment of the distal end portion of the percutaneous lead (driveline) repair measuring approximately 19.5 inches was returned for analysis. The gray and black tubing from a percutaneous lead repair kit were also received. The outer silicone jacket was severed approximately 13 inches from the metal connector, and the remainder of the outer layers were severed approximately 14.5 inches from the metal connector. Minor metal braided shield breakdown was observed approximately 2.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high potential testing of the driveline segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. Analysis of the submitted system controller log file confirmed the report of low speed advisories and driveline disconnected alarms; however, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The known issue with the driveline and use of an ungrounded patient cable was reported under MFR. Medwatch report # 2916596-2017-01668. Approximate age of device - 7 years. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that interrogation of the patient's lvad system indicated driveline disconnected and low speed advisory alarms. Driveline fault alarms were previously reported. The patient was not previously interested in pump exchange and was using an ungrounded cable at home. An external percutaneous lead (driveline) replacement was scheduled on (B)(6) 2018. The replacement was performed by the manufacturer's technical services representatives at approximately 3 inches from exit site. After the patient was back on the grounded patient cable, there were noted pump stops. The clinical staff was working on a treatment plan. On (B)(6) 2018, it was reported that the patient was being discharged home with no further alarms on batteries. No further information provided.